Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report an inaccuracy in cgm reading during a hypoglycemic episode (cgm: 100 mg/dl, bg: 8mg/dl). Pt had a seizure and paramedics had to come to assistance pt was treated with an IV. Pt was doing fine at the time of his call to dexcom technical support.